Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: unexplained power on reset events were observed in the black box data. Moisture was confirmed to be inside the battery compartment. Leak testing revealed moisture leak into the battery compartment through a crack in the battery compartment. The pump was exercised for 24 hours without power interruption duplicated. There was no damage, defect or contamination of the pump¿s interior components. Investigation confirmed the moisture in the pump; no power issue was duplicated. (B)(4)

Manufacturer narrative:
Follow-up #2, 16-march-2017- correction to serial#.